Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? Could you please clarify if the issue occurred during the procedure or did it occurred pre-op? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Corrected information: b1, h1 - it was reported that this device event is not malfunction reportable. Therefore, this medwatch report 2210968-2020-03417 is not reportable.